Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high thresholds. This lead was abandoned surgically. Attempt to obtain additional information was unsuccessful. No additional adverse patient effects were reported.